Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause was unknown. One day after the event onset, the patient was treated with vancomycin (2 gm, route, frequency not reported) and ceftazidime (1 gm, route, frequency not reported) for the peritonitis. The patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.